Event description:
It was reported the patient underwent valve replacement surgery in 2007. At approx 5 weeks later, the patient expired. The cause of death is unknown, and additional information has been requested.